Event description:
It was reported that during a laparoscopic esophageal procedure, whiling stapling on the stomach, the surgeon commented that the compression was not right on device. It was not forming staples correctly. The procedure was converted to open and the surgeon had to remove a portion of the stomach as a result of the stapling. (B) (6). According to the surgeon, "didn't cut and kicked tissue out, was using green on stomach so no reason..had to open chest to reresect more stomach and cut conduit shorter"

Manufacturer narrative:
(B) (4) the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, could only be removed heavily out of the anastomosis. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.